Event description:
Boston scientific received information that this patient had a urinary tract infection, hip infection and (B)(6) infection, as a result the system was explanted and a temporary pacing lead and non boston scientific device is in service until the infection clears. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.